Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the identified symptom constant air-in-line alarm. Evaluation found the upper and lower ultrasonic readings to be below specification, which can make the pump more sensitive to air-in-line alarms. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a constant air-in-line alarm. There was no patient involvement.